Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Patient had knee replacement surgery on (B)(6) 2014. Allegedly the insert was revised due to reduced range of motion on (B)(6) 2016. Replaced with advance mp tibial insert.